Manufacturer narrative:
The system was evaluated under another complaint and the issue has been resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. Being used for a sacroiliac and thoracolumbar procedure. It was reported the system was stating the gantry door was still open event though it was closed around the patient. The system was rebooted, and the gantry was opened and closed, but the system would still not acquire images. It was noted the system had been run into a door the day before. The use of imaging was aborted. This issue occurred intraoperatively. There was no reported impact on patient outcome.